Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in clinic for a follow up appointment. The patient's pacemaker (pm) was believed to have premature battery depletion. The patient was asymptomatic. The device was explanted and replaced. The patient was stable throughout procedure.